Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 were not detected on the communication bus. A field service engineer replaced the circuit board twice. Replaced both drawer controller boards and rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system had a drawer failure with notification that device not detected on the communication bus. The customer stated that the reported malfunction failing all pockets in the drawer and restart did not fix the issue. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.